Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin rash beneath the sensor adhesive on (B)(6) 2016. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as a reddish rash. Affected area was treated with (otc) hydrocortisone. At the time of contact, patient is stable. No additional event or patient information is available.